Event description:
The patient received inappropriate shocks due to noise on the ventricular lead. The lead was fractured. Subclavian crush was expected. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.